Manufacturer narrative:
A sample was received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
A nurse reported that a knife did not cut well during a cataract surgery. An alternate knife was obtained in order to complete the procedure. There was no impact to the patient but a 2 minute delay. The doctor did not find the event clinically significant. It is unknown when the event occurred had but the same event occurred several times since (B)(6) 2015. Additional information has been requested. This is one of seven reports being filed for the same facility. This report refers to one of the knives.

Manufacturer narrative:
Evaluation summary: no blade sample was returned for evaluation for the complaint of cutting poorly; therefore, the condition of the product could not be verified. A review of the related device history records (DHR) for the reported final lot number was conducted. No anomaly was found during the device history record review. The product was released based on manufacturer¿s acceptance criteria. Because no sample was returned and the device history record review of the lot number provided indicates product was released according to the product¿s acceptance criteria, the root cause for the defect experienced by the customer cannot be determined. Because the exact root cause for this complaint is unknown, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Defects, such as cutting poorly, are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time.

Manufacturer narrative:
Evaluation summary: one opened slit knife was received in a blister for the report of dull blade. The sample was seated point down in the blade protector tray. The sample was visually inspected and was found non-conforming with a damaged tip and damaged cutting edges. Penetration and sharpness testing could not be performed due to the damage of the sample. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. (B)(4).